Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the crosser products that are cleared in the us. The pro code and 510 k number for the crosser products are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter allegedly damaged. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure, the catheter allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser products that are cleared in the us. The pro code and 510 k number for the crosser products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During visual evaluation, the distal tip was noted to be separated from the outer catheter but still attached to the inner core wire and the catheter was noted to be frayed near to the distal tip. The catheter shaft was noted to have a tear proximal to the marker band. Therefore, the investigation is confirmed for the identified material separation and material fray issue as the catheter was noted to be separated and frayed. The investigation is also confirmed for the identified material tear issue as the catheter noted to be torn proximal to the marker band. However, the investigation is unconfirmed for the reported material deformation issue as there is no material deformation issue was noted. A definitive root cause for the reported material deformation and identified material tear, material separation and material fray issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.